Event description:
The customer contact reported a tubing separation. Prior to patient use during set up, the tubing separated from distal clave y-site. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.